Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. There was blood on the distal conductor of the lead and it was obstructed. Visual analysis of the lead indicated damage at implant. The analyst noted a test sample stylet was inserted and stopped at 1 cm. Alcohol was applied to break up the blood obstruction and the stylet was then able to pass. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant of a pacing lead the stylet was not able to move inside the lumen due to resistance. The lead was removed and replaced. No patient complications have been reported as a result of this event.